Event description:
It was reported there was an impedance jump from 45 to greater than 200 ohms. The lead was replaced. No patient complications were reported as a result of this event. Lawsuit alleges the patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. Patient has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.